Event description:
It was reported that the programmer upper right corner of the display was intermittently responding. The programmer has been returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis found that the cursor would not align with the stylus. The programmer could be calibrated without further issue. Replaced the controller board and the back light board as a preventive. Reloaded and updated software. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.